Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The doctor reported the clear plastic tip on the illuminated infusion chandelier came off during the surgical procedure, and went in the patient's eye. The doctor felt sure he removed all of the clear plastic tip. He opened a backup cannula and completed the surgery with no issue. The doctor did not retain any product for return to the manufacturer.